Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind prime fill anomaly. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had battery compartment worn down, buttons worn off cannot read lettering, scratches on screen making it hard to read, diminished battery life, multiple random no delivery alarms every two months, and grinding noise during rewind. The device will not be returned for analysis.